Manufacturer narrative:
The pump had intermittent button response due to a flattened esc button dome switch. No unlocked lcd keypad connector was noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her esc button was not working. The patient's blood glucose at the time of incident was 500 mg/dl, which she treated with lantus. The insulin pump will be returned for analysis.